Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, errors occurred on the system and light wouldn't turn on. Logs pointed to the lamp module in the illuminator. The site was reportedly able to change out the lamp module and lamp errors continued. The technical support engineer (tse) had the site get an external illuminator and following that, the site reportedly had light for the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed errors pointing toward the illuminator. The fse replaced the illuminator to address the issue. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the reported complaint. A visual inspection was performed and the ventilation window was dirty. The unit was installed into a pca test system and upon power-up, the unit failed with error 48245.